Event description:
Information was received from a patient (pt)'s representative (pt rep) regarding an implantable neurostimulator (ins). Caller verified that pt had the ins replaced (B)(6) 2023. Patient services (pss) suggested that pt rep contact the hcp office for the model sn or try to connect to the ins and put the ins into MRI mode to verify the model /sn. Pt is not with on the call. Pss asked why the ins was replaced and pt rep stated because pt needs to charge so often. [See (B)(6) for MRI info call].

Manufacturer narrative:
B3: event date. Is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back stating they spoke with the hcp and they verified the model/serial numbers of the lead and ins in the patient. It showed that the ins and lead implanted in 2018 were still in them and not explanted. Caller was transferred to registration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.